Event description:
It was reported that a pt underwent a surgical procedure with implantation of an agile rod at levels l2-4. Upon x-ray, it was noted that one side of the bumper at l2-3 appears to have broken under shear force/load. The patient is asymptomatic at this time with no plans for revision surgery. The surgeon is continually monitoring the pt.

Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.